Manufacturer narrative:
(B)(4).

Event description:
It was reported the ptd was being used for a declot procedure. While in use, the orange inner lumen broke but remained on the wire. Everything was removed from the pt and a new kit was opened and used to complete the procedure successfully. No medical intervention was required and there was no harm to the pt. There was no delay in treatment and no pt death or complications reported.